Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown open procedure. While being applied to the vena cava the device did not fire. The surgeon could not squeeze the handle. No patient injury.